Event description:
Ligsure maryland jaw device opened for utilization during procedure. Upon connecting device, error message occurred. New device obtained, defective product removed. No harm to patient.